Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the device was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
During a follow up in clinic, loss of capture and inappropriate mode switching due to oversensing were noted on the left ventricular (lv) lead. X-ray imaging was performed and confirmed a dislodgement of the lv lead. The inappropriate mode switching due to oversensing episodes were suspected to be due to contact between the lv lead and the right atrial lead, as a result of the lv lead dislodgement. A lv lead revision procedure is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.